Manufacturer narrative:
Correction to the supplemental MDR in a2, b3 and d6b. B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 18437519 UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received that the scs leads were replaced as part of the permanent implant procedure following the trial period. During this procedure, the temporary trial leads were removed and replaced with permanent implant devices, since the trial period had concluded.

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received that the scs leads were replaced as part of the permanent implant procedure following the trial period. During this procedure, the temporary trial leads were removed and replaced with permanent implant devices, since the trial period had concluded.

Manufacturer narrative:
Correction to the initial MDR in b5. B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 18437519. UDI: (B)(4).

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 18437519. UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.